Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown poly. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient complained of pain, when they opened the knee the patella fell out. The surgeon noted that the pegs on the patella were sheared off, the pegs were initially cemented into the patella. The patella was revised to a new patella and the poly was exchanged as well. While they were exchanging the poly one was wasted during implantation because it was not seated correctly.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, the investigation will be reopened.

Event description:
It was reported that the patient complained of pain, when they opened the knee, the patella fell out. The surgeon noted that the pegs on the patella were sheared off, the pegs were initially cemented into the patella. The patella was revised to a new patella and the poly was exchanged as well. While they were exchanging the poly, one was wasted during implantation because it was not seated correctly.